Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. In addition, the patient lead was eroded through skin. There was no additional adverse patient effects reported. This lead was explanted.